Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.

Event description:
The customer contact reported a separation; subsequently, there was a leak of a chemotherapeutic agent. At an unspecified time in the evening, the nurse spiked the chemotherapy container with the soluset. Reportedly, the upper lid of the soluset came off and chemotherapy spilled onto the nurse and the floor. The spill was cleaned. The container and the soluset were replaced and the infusion was initiated. There were no reported adverse effects to the nurse. Though requested, no additional information was provided.